Manufacturer narrative:
One device was returned for repair with complaint that the motherboard burned at the on/off button. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation of device found device was in used condition. The device was rusty and dirty. The customer reported issue was confirmed and the printed circuit board (pcb) was burned at the on/off button. The cause of the reported issue was a short-circuit on the pcb. The pcb was replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "motherboard burned out at the on/off button". The event occurred before use on patient and transmitted to the biomedical team. There was no patient involvement.